Manufacturer narrative:
Concomitant products: dtba1d4 crt-d and 5076-52 lead, implanted: (B)(6) 2015. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The impedance was steady at approximately 45 ohms through (B)(6) 2016, then measured 138 ohms and begins to vary between 46 and 158 ohms starting on (B)(6) 2016. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The impedance was steady at approximately 56 ohms through (B)(6) 2016 then begins to vary between 74 and 133 ohms starting on (B)(6) 2016. On (B)(6) 2016 the svc defibrillation impedance was 133 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) coils of the lead had elevated and high impedance. The lead was initially reprogrammed, then a few days later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.